Event description:
It was reported that since the patients last revision procedure, mfg. Report number 3006630150-2021-01479, she has been experiencing pocket pain. The patient underwent a pocket revision and the physician repositioned the ipg from the buttock to the abdomen. The patient was doing fine post-operatively.